Event description:
It was reported that the c-arm will continue rotating past it's destination. No injury reported. A field engineer was dispatched to the site and determined the right hand c-arm switch bank needed to be replaced. Once this was completed the system was working as intended.